Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer attempted to "intentionally overdose" by delivering "3000 [units] of insulin via the pump" as they were "suicidal". Customer's blood glucose (bg) level decreased to 22 mg/dl and they were unconscious. Reportedly, the customer was airlifted to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with "d10 and d20" and was discharged 8 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.